Manufacturer narrative:
We received (1) d97130f5 with monojet 1.5cc limited syringe. Report of "the catheter failed to pace" was confirmed. Visual examination was performed and the catheter body was found to be in good condition. There were no kinks or indentations observed. The balloon inflated clear and concentric and did not leak. Continuity testing confirmed a full open condition of the proximal electrode. The distal electrode circuit was found to be continuous. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing lead wires. The proximal lead wire was found to be broken approximately 2.5cm proximal of the distal tip. Insulation was not present on the lead wires at the location of damage. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release. These catheters are typically inserted in patients who are either bradycardic or are undergoing a diagnostic procedure and need to be temporarily paced. They can also be placed emergently when a patient is experiencing hemodynamic instability. Therefore, a delay in pacing may cause prolonged periods of bradycardia or hypotension, which has the potential to be associated with poor patient outcomes. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. (B)(4).

Event description:
It was reported that during use this catheter would "not capture" the heart. No patient injury reported. An attempt has been made to obtain patient demographics, but information has not yet been received.